Event description:
According to the complaint description: "I would like to request analysis of all data (programming, bolus and others), from 6pm on 06/07 to 10am on 07/07, the data will be used in the analysis regarding an adverse event.'' "A schedule of 250ml of heparin was carried out at a flow rate of 5ml/h, the infusion lasted less than 12h.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). [Analysis of use history]: technical complaint: infusion scheduled to occur in 50 hours, occurred in less than 12 hours. Programming: volume of 250ml and flow rate of 5ml/h. When analyzing the history, we showed that on 07/06/2024 an infusion was started at 10:44:27, and stopped on 07/07/2024, at 09:11:46. Being restarted on 07/07/2024, at 09:11:47 and stopped at 09:37:31. On 07/06/2024, the volume of 220ml was programmed, at 10:43:22. At 20:28:01, the volume was changed to 250ml. On 07/07/2024, the volume of 250ml was programmed. On 07/06/2024, a flow rate of 5ml/h was programmed. The total volume infused was 114.41ml, at 09:37:31, on 07/07/2024. The total infusion time was 22:53:03, which is compatible with the volume infused. [Functional analysis]: performance test: programmed volume: 250ml programmed time: 50 hours programmed flow rate: 5ml/h infused volume: 255ml (approximate value) error: +2.0% infusion time: 50:00:06 error: 0.0% result: approved. Notes: to measure time - a ki0056 stopwatch was used, calibration valid until 02/2025. To measure the volume - a 500ml graduated cylinder was used, tec-252719, certificate nº 1428/2022. Administration rate accuracy set +/- 5% in accordance with iec/en 60601-2-24. [Visual analysis]: equipment appears normal as used. [Conclusion]: in analyzing the history of use, we found no evidence of an infusion error. The result of the functional test showed that the equipment is working correctly and precisely. Technical complaint of infusion error not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.